Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.7¿ proximal to the distal tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture found in the catheter tip during analysis. During procedure, the tip was found to be bent when removing the ice catheter from the patient¿s body after the brocken brough. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. No abnormality or tension was noted while manipulating the catheter, so the cause of the bending was unknown. The catheter was carefully removed from the box, and the catheter was not inserted into the sheath while the catheter was deflected.